Event description:
It was reported that the pump declared an alarm, identified as alarm 30, during insulin pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with loading a new cartridge, but the alarm persisted. Consequently, a pump replacement was arranged, and the customer planned to use multiple daily injections as backup insulin therapy. Instructions were given on how to put the faulty pump into storage mode and return it using a pre-paid label.